Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper case was broken, the lower case was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, the two side bails were missing, the ring was missing, and the battery drawer was broken. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.